Event description:
It was reported that the patient with this neurostimulator experienced chills and visited a physician. A urine test confirmed a bladder infection, and antibiotics were prescribed. The patient later went to the hospital due to continued bladder pain, where a CT scan was performed. The patient reported that stimulation was not turned off during the scan. The patient was advised to continue antibiotics. The patient will follow up with the urologist. The patient also reported sharp pain near the tailbone and tenderness at the implant site but noted that therapy is still working with no urinary urgency. No further patient complications were reported, and no further information has been obtained to date.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced chills and visited a physician. A urine test confirmed a bladder infection, and antibiotics were prescribed. The patient later went to the hospital due to continued bladder pain, where a CT scan was performed. The patient reported that stimulation was not turned off during the scan. The patient was advised to continue antibiotics. The patient also reported sharp pain near the tailbone and tenderness at the implant site but noted that therapy is still working with no urinary urgency. The patient followed up with their provider and reported intermittent electric pain along with mild discomfort at the battery site, particularly when wearing belts. No implant site discomfort was noted, and the physician is aware, with a potential plan for pocket revision if needed. All electrodes were tested and were functioning properly, and a follow-up was planned to reassess comfort and stimulation levels. The patient experienced symptoms such as urinary frequency, urinary urgency, and leakage. The patient followed up once the infection cleared and reported doing well. There were no additional patient complications.